Event description:
Outpatient visit for an endoscopic retrograde cholangiopancreatography (ercp) with stent revision. During procedure, physician was unable to remove existing stent and during attempt at removal the stent that was already in place broke off. Md was able to remove part of the stent while a part of the stent remained in cbd. Patient was admitted to hospital for observation with plan to perform ercp again for second attempt at stent removal.